Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which was oversensed, resulting in pacing inhibition greater than 2.5 seconds for this pacemaker dependent patient. The patient was asymptomatic to the pauses, but is in poor health due to a recent stroke and abdominal surgery. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.